Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that error c-38 occurred on vio dv integrated electrosurgical unit (iesu). The tse confirmed the error in the logs. The customer was able to complete the procedure successfully. There was no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found intermittent errors with c-34 and replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. The iesu was analyzed and the customer reported complaint was confirmed. A review of the logs found errors confirming that the issue occurred in the field. Upon visual inspection, found no issues related to the reported problem. The erbe was tested using a well-known system and the unit energized and cauterized, and all ports recognized instruments. The unit will be returned to the original equipment manufacturer for further investigation. The probable root cause could be attributed to faulty electrical components inside the erbe generator throwing error c-34. This error indicates a lower voltage than expected during energy activation. This error can be resolved through troubleshooting or replacement of the generator.